Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had communications issues and patient's medications were not crossing over to pxyis for users to withdraw from. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that messages were not processing concurrently due to an error. A technical support specialist (tss) found the error in the external inbound messaging service. Restarting the service did not resolve the issue, so had a meeting with hospital information technology team (hit) and performed a server reboot issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.